Event description:
It was reported that the patient developed an infection at the ipg site. Symptoms of fever, chills and cough were noted. The physician believed it was not device nor procedure related, however physician thought that the infection was caused by the patient picking at her ipg incision site. The patient was place on antibiotics and no device malfunction suspected. The patient was admitted in the hospital and underwent an explant procedure. The explanted ipg and leads will not be returned.

Manufacturer narrative:
Exact date unknown, event date used was the date of explant. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2366700. Model: sc-2366-70. Serial: (B)(4). Batch: 7073623/7073621/7073615/7073582.